Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads was retained by the medical facility and will not be returned.